Event description:
It was reported that the patient with this pacemaker experienced a motor vehicular accident a couple of weeks ago and was concerned with device and leads general status. In addition, patient indicated being physically worn out and feeling hot. Furthermore, patient felt better post vehicle accident. As of this time, this pacemaker remains in service. No adverse patient effects were reported.